Manufacturer narrative:
A product sample was received to perform an investigation. A visual inspection of the capnograph system found no physical damage. Functional testing was performed using alarm setting, flow rate and c02 testing. During testing, the alarm issue was duplicated; however, co2 functions were found to be operating as intended. The monitor alarmed based on the highest alarm limit set by the user which just needed to be increased per instructions in the operation manual to resolve the issue. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the initial manufacture or prior repair of the device. This was the first repair for the device per repair records. The problem source was determined to be user interface. The alarm limit setting was adjusted. In addition, the flow rate was found to be higher than specification and the resistor was replaced to resolve the problem. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Event description:
It was reported that the device alarmed at 76 mmhg (millimeters of mercury). No patient injury was reported.